Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) vented paclitaxel sets were broken. The sets were reported to be split or cracked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The three actual samples were not available; however, a photograph of one sample was provided for evaluation. Visual inspection of the photograph revealed that the luer lock was damaged. The reported condition was verified for one sample. The cause of the condition was not determined. Photographs of the other two sets were not provided and the lot number was unknown; therefore, a sample analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.